Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information provided: after she found the problem, she did another stapling, and then the blade didn¿t work although the stapling was completed. So, she used scissors to cut inside. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the surgeon used the device in a low anterior resection procedure (colorectal). Surgeon used the device, and then the stapling worked when the blade didn't work. She used a green cartridge. There were no patient consequences reported.